Manufacturer narrative:
It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection during the trial at the lead site. Patient underwent an explant procedure and is doing fine post-operatively. Physician does not believe the infection is device related.